Manufacturer narrative:
Concomitant medical products: 419678 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device reached elective replacement indicator (eri) and the patient is pacemaker dependent. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Battery analysis found that the battery did not yield any unusual electrical or other properties for a battery at this stage of depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was explanted and replaced.